Manufacturer narrative:
(B)(4). Batch # r94c7v. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. This issue does not affect handpiece performance. It was evaluated with a test instrument and a ¿no uses remaining-replace handpiece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the handpiece has already been used 95 times. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. Additional information was requested, and the following was obtained: did the generator display an error message? Yes. If so, what was that message? Message end of the maximum number of uses of the handpiece. Has the device successfully passed the pre-test? Did the device work before stopping? Nope, were there patient consequences? If so why ? Nope. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device is out of service.no further information available.